Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had been having issues with her sensor. Customer stated that she is wearing the enlite sensor and when she finishes exercising, the sensor glucose value is 148 but her blood glucose was 48 mg/dl when she got home. Customer stated that 2-3 times last week, the sensor woke her up saying that her sensor glucose value was 58. Customer stated that her blood glucose was hovering right around 50 mg/dl. Customer stated that last night it was going from 40 mg/dl to 50 mg/dl and 60 mg/dl. Customer stated that she drank some juice and her blood glucose was about 70 mg/dl. Customer stated that when she got up this morning, her blood glucose was at 118 mg/dl. Customer's blood glucose was later 278 mg/dl after washing her hands. Customer was explained why calibration is necessary for the sensor. Customer was explained that in reviewing her pump data, her sensor works perfectly after the first day of insertion.